Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping on their own noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. The device had normal operating currents. No unexpected failed battery test alarm or battery out limit noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.